Manufacturer narrative:
The results of the investigation are inconclusive since no products were returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported, due to an unrelated surgery where the ipg was not placed into surgery mode, the ipg was no longer able to communicate with external devices. Troubleshooting attempts to repair the ipg have been unsuccessful. As a result, intervention is pending to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information such as weight. Further information was requested but not received.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was replaced. Therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.